Event description:
During a pta procedure in a vessel below the knee the balloon successfully dilated the lesion. The balloon was then deflated without difficulty, and removed from the pt. After removal from the pt, it was noted that the balloon was torn. The account has speculated that the balloon must have torn at some point during removal, not during actual use, as it held pressure during dilatation of the lesion and then deflated without difficulty. The shath (non-cordis) used was inspected and no anomalies were noted in it that could have torn the balloon. There was no report of any adverse effects to the pt. As per the account, no add'l pt or procedural info is available.